Event description:
Treatment of an avm. It was reported that the catheter ruptured during onyx injection. Consequently, onyx was observed in the parent artery. No patient injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 6.5cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Catheter rupture. (B)(4).